Event description:
(B)(4). Same case as 2134265-2009-05421. It was reported that post a coronary artery stenting treatment procedure a myocardial infarction (mi) occurred. Target lesion 1 was located in the left anterior descending (lad) artery. The vessel reference diameter was 3.0mm and the lesion length was 18mm. Pre-procedure was 90% stenosis and post-procedure was 0% stenosis. Direct stenting was not attempted. A 3.0x20mm liberte stent was implanted. Target lesion 2 location is unknown. The vessel reference diameter was 2.7mm and the lesion length was 18mm. Pre-procedure was 75% stenosis and post-procedure was 0% stenosis. No information if direct stenting was attempted. A 2.75x20mm stent was implanted. The procedure was a technical success. The same day a target vessel related mi occurred in the lad. A rise in cardiac markers was observed. No ECG changes were appreciated. Location of the mi was the anterior wall. At the time of the event medications included clopidogrel and aspirin. The patient was discharged 5 days post index procedure without angina or silent ischemia. Medication included aspirin 100mg/indefinitely and clopidogrel 75mg for 12 months.

Manufacturer narrative:
The device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The batch number is unknown therefore a review of the manufacturing documentation could not be performed. The most probable root cause classification is anticipated procedural complications as this complaint is a known physiological effect of the procedure and is noted in the directions for use. (B)(4). Product unavailable for analysis.